Event description:
It was reported that a patient sustained hypopigmentation on the legs after hair removal treatment with a lightsheer et laser. It was further reported that the patient failed to notify the user facility that they had a doubling in the routine dosage of a medication that can cause skin photosensitivity before the laser treatment.

Manufacturer narrative:
An evaluation of event details by a lumenis medical subject matter expert concluded the root cause to be failure of the patient to notify the user facility during the patient consultation about the doubling of the dosage of a medication that they routinely take. The medication can cause skin photosensitivity. No related subject device malfunction was reported; therefore, no investigation of the device was performed.